Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result from an adc meter. The customer experienced sweating and self-treated with insulin (dose/type unspecified). There was no report of death, serious injury, or mistreatment associated with this event. Reportedly, a sensor scan of 40 mg/dl was compared to an adc meter result of 261mg/dl. The length of wear was 1 day. When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.